Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The connecting ports on the back for imaging were not functioning properly. Additionally, as noted in b5, a faulty printed circuit board was discovered and causing no image to appear. It was also recommended that the subject device receive updates for the main switch and software. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned her evis exera iii video system center due to a connection issued during preparation for a diagnostic procedure. According to the initial reporter, the connecting ports on the back of the unit were not functioning properly. Reportedly, the staff moved the patient to another room with a different tower to complete the procedure with no patient harm. During the device evaluation, it was discovered that the subject device had a faulty printed circuit board causing no image to appear. This report is being submitted to capture the failing image discovered during the device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 25-feb-2022. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a faulty printed circuit board caused the event. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.